Event description:
Allegedly, patient revised due to metallosis with dark staining of tissue in the synovium around the hip with an iliopsoas cyst full of fluid and necrotic debris which as also debrided. Right.